Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer mentioned an incident of hypoglycemia requiring professional medical treatment that occurred when the meter was unavailable for use. On saturday, the meter displayed e-9 when she wanted to test and she could not test. The customer felt sick on saturday and was able to get fruit juice to drink to self treat. By drinking the fruit juice, her blood sugar went high and she went to the hospital on sunday and got readings of 13 mmol and 14 mmol on the hospital meter. She spent 7 hours there. She said that the fact that her meter displayed e-9 and she was not able to test caused her to drink fruit juice that made her blood sugar go high for the reading of 13 or 14 on sunday at the hospital on the hospital meter. She noted she was treated for an infection when she got medical treatment. She said that the main reason why her blood sugar was high was because of her infection. Customer received treatment at the hospital but it is unknown what the treatment was. She will not return her meter and just wanted new battery.